Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. External insulation abrasion was found at 10cm to 11.5cm from the lead tip with visible sensing conductor. Etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.